Manufacturer narrative:
The manufacturing records for lot 4897 (finished goods) and lot 4562 (sub-assembly) were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there is one (1) ncr associated with the sterile sub-assembly lot, 4562: ncr 1209. There is also one (1) tdo associated with the finished goods lot, 4886: tdo 19699. They are unrelated to the reported event. Patient (B)(6) is a 77-year-old female who had an amds-40-40 (lot #: 4897) implanted on (B)(6) 2019 at (B)(6), located in (B)(6). The responsible investigator for the study is prof. (B)(6). Adverse event # 11 (case (B)(4) reports a cerebrovascular/neurologic event described as ¿transient ischemic attack (tia)¿ with an onset date in jan2021 (actual day unknown) and an end date in (B)(6) 2021 (actual day unknown). Additional details states ¿numbness left side of face for several hours¿. The event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse due to ¿life-threatening illness or injury¿. No treatment was provided, and the event outcomes was documented as resolved. The patient did not exit the study because of this event. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note, ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ [ae # 11 & 13] are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Therefore, the occurrence rating table will be marked as ¿n/a¿. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, the protect patient experienced a transiet ischemic attack in (B)(6) 2021. This event is described as numbness left side of face for several hours. The amds was implanted on (B)(6) 2019. The event began in january 2021 and is not ongoing. The event was not expected. The event is unlikely related to the amds device and possibly related to the implant procedure of the amds. A pre-existing condition or acute disease did not cause or contribute to the event. The event lead to a serious deterioration in health as a life-threatening illness or injury. No treatment was provided. Information from the protect database relayed a pre-operative CT of chest, abdomen and pelvis was completed on (B)(6) 2019. During the implant of the amds no additional procedures were performed. No fluoroscopy or guidewire was used. No difficulties deploying the device. The patient's history is positive for artial fibrillation, congestive heart failure, coronary artery disease treated via pci and myocardial infarction = 6 months prior to study procedure. This investigation is relegated to amds40-de, lot number: 4897 with the allegation of transient ischemic attack.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.